Manufacturer narrative:
Dräger was informed by the user facility that the device could not be put into operation anymore after it had stopped ventilation during the event and that a third-party service company had re-installed the software to restore function of the device. The device is back in use; a dräger service engineer had checked the device in follow-up of the third-party service intervention and confirmed proper function of the device. Dräger was unable to determine the exact root cause for the device shutdown. The information from the user about the course of event was very limited and, the log file covering the period in question was overwritten during re-installation of the software. It can however be concluded that the malfunction was of temporary nature only since no hardware exchange was necessary to put the device into fully operable condition. Multiple triggering conditions would be imaginable including also external factors like emc disturbances. A reliable conclusion is not possible due to lack of information. The issue is considered a rare case.

Event description:
It was reported that the device suddenly stopped ventilation during use. Reportedly, the patient support was continued with another device; no patient consequences have occurred.